Event description:
Report received from turkey stating that the device had an issue with heat. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).